Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history for the reported lot could not be performed, as the lot number was not provided. It should be noted that, per the mitraclip system instructions for use (IFU), the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. Use in the tricuspid valve did not contribute to any of the reported issues. The reported patient effects of dyspnea and edema, as listed in the mitraclip system IFU, are known possible complications associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be due to challenging patient morphology/pathology (huge gap between the leaflets, flail gap greater than 10 mm and flail width greater than 15mm). The reported tricuspid regurgitation (tr) appears to be due the slda. The dyspnea and edema appear to be a secondary effect of the recurrent tr. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for single leaflet device attachment (slda). It was reported that the patient underwent an initial mitraclip procedure, treating functional tricuspid regurgitation (tr), on (B)(6) 2018. Patient anatomy included a huge leaflet gap. Two clips were implanted: one on the anterior/septal (a/s) leaflets and one on the posterior/septal (p/s) leaflets. The patient noted an increase in dyspnea and edema and was re-hospitalized on (B)(6) 2018. Echocardiogram noted that the clip implanted on the p/s leaflets had detached from the posterior leaflet (single leaflet device attachment) and the tr increased from moderate (grade 2) to torrential (grade 5). A second mitraclip procedure was performed on (B)(6) 2018. Three additional clips were implanted, one at the a/s, one at the p/s, and one at the anterior/posterior leaflets. The tr was reduced from torrential to moderate. Additionally, the right atrial pressure decreased from 28 to 11. No additional information was provided.